Manufacturer narrative:
D9: date returned to mfg.: 2/29/2024. H3 and h6. Evaluation codes: updated. Four assembly received for investigation. Each unit received has a secondary label as required. All units received have writing in black marker marked on the assembly bag material. Sample one was received with blue gauge assembly unattached. Sample two was received with the blue hanger inserted incorrectly with hanger facing to the outside of the bag. Reported problem of air leakage confirmed on samples 1 through 4. The cause was an open ¿rf¿ seal from manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that air leakage happened while the product was being used. There was patient involvement, but no harm/adverse effects reported. Four devices were reported as defective.

Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. E1. Initial reporter phone#: (B)(6). H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.